Manufacturer narrative:
As reported, the white tube tip of a 6f/7f mynx control vascular closure device (vcd) failed because it was damaged. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the buttons 1 and 2 were not depressed, and the stopcock was found in the open position. The sealant was present on the device and protruding/exposed on the distal end. The sealant sleeves showed a slightly torn condition that could be related to the reported damaged conditions. The catheter sheath introducer (csi) used with the unit were not returned for this evaluation; however, the syringe was received. No additional anomalies were observed during this analysis. Per functional analysis, an insertion/withdrawal functional test was attempted, nevertheless, the portion of the sealant that was exposed and swelled generated a resistance to the introduction into the applicable csi. Additionally, a functional testing was executed due to the sealant¿s premature exposure observed in the received conditions of the unit. Using the returned syringe, a complete deflation of the balloon was promoted, and after obtaining the adequate tension indication, the buttons 1 and 2 were depressed. It achieved the expected mechanism by deploying the sealant and retracting the balloon successfully, showing no traces of malfunction that could be related to a compromised mechanism. After the sealant was removed, the balloon was manually exposed again to repeat the csi insertion/withdrawal evaluation. The corresponding csi was able to be introduced, concluding that the impeded condition observed was caused by the prematurely swelled sealant. Per microscopic analysis, a magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sleeves portion did not present the described conditions related to the reported event per the customer. Nevertheless, a premature exposure of the sealant was observed on the distal portion. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had a condition observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube tip of a 6/7f mynx control vascular closure device (vcd) failed because it was damaged. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed and torn ss.